Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys hcg + beta test system (hcgb) on a cobas 8000 e 602 module. The sample initially resulted with an hcgb value of 71.0 uui/ml and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2018, resulting with a value of > 10000 uui/ml. The sample was automatically diluted and repeated on (B)(6) 2018, resulting as 17129.0 uui/ml. A corrected report was issued. No adverse events were alleged to have occurred with the patient. The hcgb reagent lot number was 284292, with an expiration date of 28-feb-2019. The customer did not use rack adapters which are required for use with 13 mm. Diameter tubes. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The patient had a previous hcgb result of 16.883 miu/ml. The customer did not use rack adapters for 13 mm. Diameter tubes.